Event description:
The surgeon was inserting a 3 piece collamer cq2015 lens and the haptic borke off and struck in the injector. The surgeon removed the lens without enlarging the incision and replaced the lens with another model lens. No patient injury.